Event description:
The manufacturing service technician reported an attachment was broken off in the front end of the concomitant handpiece. There was no patient involvement and no adverse consequences reported.